Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported issues. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during an intervention, the nc trek could not advance in the guiding catheter and broke in two pieces before entering the anatomy. The separated device and guide catheter were removed as a single unit. There was no reported adverse patient effect or a clinically significant delay in procedure. Another device was used to complete the procedure. No additional information was provided.